Manufacturer narrative:
In follow-up with the surgeon he stated that in his opinion "there is absolutely no defect in the lenses and patient is seeing 20/25. All information received is included in this report.

Manufacturer narrative:
The intraocular lens (iol) remains implanted limiting our investigation to a review of the manufacturing and post market surveillance files. Our review of the manufacturing records showed no deviations. Our review of complaint records revealed that no additional complaints from this lot were received. Based upon the above and the fact that no lens was available, no further investigation could be performed. This specific complaint analysis is inconclusive. All available information is included in this report. Intraocular lens remains implanted.

Event description:
Patient reports he is experiencing multiple issues with his vision after implantation of his multifocal intraocular lens. He reports poor night vision, halos and glare and fatigued eyes. Lens remains implanted.